Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1588rtt serial/batch number (B)(6) was received for investigation. Manual functional testing found not issues with the device. The loops open and close without resistance. Visual evaluation noted that the needled was not attached to the device. The most likely cause for the reported failure is a user error.

Event description:
It was reported that during an anterior cruciate ligament surgery the needle got broken. Nothing broke off inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 08-mar-2023: it was confirmed that nothing broke off inside the patient.